Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "overheating". No adverse effects were reported.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer was "overheating". No adverse effects were reported. It was further reported that the "overheating" meant that the over temperature alarm was activated. The green operating light illuminated on the panel when the device was powered on. The device gave the alarm without a message. There was no patient involvement regarding this event. This event occurred sometime in (B)(6) 2019 during the testing of the device.

Manufacturer narrative:
The event date of (B)(6), 2019 is an approximate date. The actual day (1st) is unknown.